Event description:
Procedure type: lobectomy. According to the reporter: during the application of the next cartridge (tristaple purple 60 mm), the oscillation reoccurred but only during the activation. Overcast stitch on the aorta at the staple line. No tissue damage. Blood loss of more than 500 cc and a blood transfusion was necessary. No extra surgical time required. Nothing fell in the surgical cavity. No reinforcement material used. Patient current status is good. The device will be returned for investigation, but confirmed the adapter will unfortunately not be returned.

Manufacturer narrative:
(B)(4).